Event description:
It was reported by service report that the head frame plate and the associated label were missing which could possibly allow fluid ingress to electronic components. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Head frame plate label, head frame plate.